Event description:
The customer reported daily occlusion alarms, despite following previous troubleshooting advice. There was no adverse impact to the customers blood glucose level. After completing all troubleshooting steps without resolution, it was recommended to replace the pump.